Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced depression, palpitations, pain, infection, unspecified urinary problems, unspecified bowel problems, bleeding, dyspareunia, stress incontinence, low urethral pressure, intrinsic sphincter deficiency, hydrodistention, bladder instillation, urinary urgency, frequency, enuresis, urge incontinence, sleep disturbances, botox therapy, nocturia, intermittent stream, urinary hesitancy, difficulty emptying bladder, leakage with change of positions/at night, constipation, flatus incontinence, urinary tract infections, hypothyroidism (thyroid problems), hyperlipidemia, shortness of breath (dyspnea), bronchitis, night sweats (sweating), dizziness, chest pain, hypertension, back pain, anxiety, insomnia, chronic tension headache (headache), left lower quadrant abdominal pain, diverticulosis, chronic venous embolism, thrombosis, allergic reaction, lung neoplasm, upper respiratory infection, tendonitis, amaurosis fugax, left leg pain, blood clot in neck, coronary artery disease, bilateral edema (edema), fever, burning sensation, swollen gland in neck, right cervical adenopathy, elevated white count, escherichia coli (bacterial infection), heaviness in chest (chest pressure), pelvic pain, hematuria, fatigue, nausea, yeast infection (fungal infection), numbness, tingling, joint pain, right hip pain, hot flashes, intolerant of heat, diaphoretic, bladder spasms (muscle spasms), malaise, weakness, diarrhea, pelvic pressure, voiding dysfunction, urinary retention, paroxysmal atrial tachycardia, obesity, bladder/abdominal discomfort, urinary leakage after voiding, flank pain, neurogenic bladder, kidney infections, urethra hypermobility, lower left quadrant tenderness, rectal hematochezia (blood loss), mediastinal mass, left heel pain, right ankle swelling, rash, abdominal aortic aneurysm, chills, weight gain (weight fluctuations), vision changes (loss of vision), heartburn, trouble swallowing (dysphagia), hoarseness, heat intolerance, sleep walking, hair loss, lengthening temporalis myoplasty, bibasilar, atelectasis, left kidney cyst (cyst), granulomatous disease in lungs, right internal jugular non-occlusive deep vein thrombosis (thrombosis), left plantar fasciitis, change in bowel habits, orthopnea, overactive bladder, cardiopulmonary rehabilitation, syncope, left wrist fracture, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
Investigation is in progress. A supplemental follow up will be mailed upon completion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not received.

Manufacturer narrative:
(B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not received

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications: adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. 1928, 2120 = "l" 1871, 2993 = "nl" correction: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.